Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm and customer experienced the high blood glucose. The blood glucose level was 332 mg/dl. The customer was treated with the manual injection. The customer reported that they were able to clear the alarm and received the another alarm and not able to rewind the insulin pump. The troubleshooting was performed for pump error alarm. As the pump error was occurred twice, the customer was advised to discontinue use of the insulin pump and also advised to revert to backup plan. The insulin will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with constant new software release detected error alarm after battery changed. Unable to determine the root cause, problem isolated to electronic assembly.